Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the ultrasonic air sensor (uas) was alarming with fluid present in the line. It was used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr found that the abd module was not fully inserted in the slot but still functional. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.